Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The >90 degree bend target lesion being treated was located in the severely calcified left anterior descending (lad) artery. Rotational atherectomy with a rotablator device was performed. A 3.50x12mm ion stent delivery system (sds) was then advanced over the rotawire guide wire to the lad and deployed proximal to the bend in the lad. It was noted that there was a "good chance that the proximal end of the stent had unopposed regions." A 3.50x8mm ion sds was then advanced proximal to the 3.50x12mm ion and was intended to be placed overlapping the 3.50x12mm ion. The tip of the 3.50x8mm sds kept "banging into" the 3.50x12mm ion stent resulting in stent damage that could be seen via angiography. Additional attempts to cross the deployed stent were made with multiple unspecified balloon catheters and guide wires, however these attempts were unsuccessful and additional deformations to the 3.50x12mm ion stent were observed. Eventually, an additional non-bsc guide wire was advanced and using the "buddy wire" technique a balloon catheter was able to be advanced and used for post-dilation of the 3.50x12mm ion stent. The physician was not satisfied with the results of the post-dilation so a 3.50x16mm ion device was advanced and deployed inside of the 3.50x12mm ion stent. No patient complications were reported and the patient was released the following day without incident.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).